Manufacturer narrative:
A visual examination of the returned device found that the working length was bent, the extrusion at the distal pierce hole was melted, and the distal end of the cutting wire with the anchor had detached from the distal pierce hole of the extrusion. The cut wire remained attached to the device. Further analysis of the cutting wire found that the cutting wire had melted the extrusion near the distal pierce hole creating a tear in the extrusion. The tear measured approximately 8 mm proximally from the distal pierce hole. In addition, the cut wire appeared discolored from use. The weld-solder integrity of the cutting wire - anchor notch was found to be intact. The condition of the returned incident device was consistent with the complaint that the cut wire broke. During manufacturing, tome devices are 100% inspected and the broken cut wire is most likely due to procedural factors. Therefore, the most probable root cause is operational context. A device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-05430 and # 3005099803-2010-05431. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during a sphincterotomy procedure performed on (B)(6), 2010. According to the complainant, the wire broke during the sphincterotomy. No portion of the cut wire fall into the patient. The procedure was completed with a third jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-05430 and # 3005099803-2010-05431. It was reported to boston scientific corporation that two jagtome rx sphincterotomes were used during a sphincterotomy procedure performed on (B)(6), 2010. According to the complainant, the wire broke during the sphincterotomy. No portion of the cut wire fell into the patient. The procedure was completed with a third jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.